Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) primary analysis finding: no anomalies were found. Preliminary analysis of the device upon receipt revealed no pacing output when device was programmed vvi 70 bpm bipolar mode. Further testing revealed that the no pacing output condition revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires. The device lead impedance measured opens on (B)(6) 2009 which was the date of explant. No analysis finding suggests that the device was not operating normally up to the time it was explanted. Additional information added: implant/explant dates.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no pacing output when device was programmed vvi 70 bpm bipolar mode. Further testing revealed that the no pacing output condition revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires. Analysis of the device memory dump data was inconclusive if there were wire bond lifts at the time of explant. The device lead impedance measured opens on 17 jun 2009. There is no data to determine the explant date unless further information becomes available.

Event description:
The device tested out of specification during manufacturer's analysis. The device was returned without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time.